Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the blood glucose was consistently dropping on the first day that she started therapy on the insulin pump. She stated that she was on her way to work when she was pulled over by a police officer for swerving and the officer called an ambulance for her. She was not sure what the blood glucose was at the time of the event, but stated that the ambulance gave her an IV and let her go when the blood glucose reading was back up to 130 mg/dl. She ate food and went to work but had not taken insulin or eaten again after being at work for three hours. She stated that an ambulance was called again for low blood glucose. That night the blood glucose was around 500 mg/dl due to the treatment for the low blood glucose and the food she had eaten. Nothing further was reported.